Event description:
The picu (pediatric intensive care unit) respiratory coordinator stated, "a paralized, 8 y/o female, (weight 30 kilos), nearly extubated when the endotracheal tube holder's cylinder separated from the sontara tape. The (endotracheal) tube was pushed back in. The endotracheal tube holder was replaced. The endotracheal tube holder and tube were taped into place. The endotracheal tube holder was in place 24 hrs (when it was observed the cylinder separated from the foam). The device involved in the event was not returned for eval. It is conjecture that the reported lot number is 1004. There was no effect on the pt's outcome.